Event description:
It was reported,the customer had an occlusion in their tubing. Customer stated the occlusion caused their high blood glucose to be high. Customer resolved the occlusion by changing their site. The customer's blood glucose was unknown. Customer declined to be transferred to the helpline. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.